Event description:
Tube placed (B)(6) 2022. On cxr found 'see-through' appearance. Holes noted. When removed, it did appear tube ballooned out in area. Patient had no symptoms. No known adverse events noted. Provided tube to avanos rep for further investigation. FDA safety report ID #(B)(4).